Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication mode cannot be determined. The details surrounding the injury to the artery by the maryland bipolar forceps instrument are unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation and has been used in subsequent procedures. If additional information is received, a follow-up MDR will be submitted. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted left nephrectomy procedure, the surgeon "nicked" an artery with the maryland bipolar forceps instrument and the patient experienced significant bleeding. The surgeon was unable to achieve hemostasis robotically and undocked the system to convert the procedure to open. Two additional surgeons assisted in stabilizing the patient. The estimated blood loss due to this event is unknown, but it was reported that the patient received a blood transfusion and was admitted to the ICU (intensive care unit), but was in a stable condition. The patient was discharged home and doing well. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.